Manufacturer narrative:
Product ID 3877-45, serial# unknown, implanted: 2010-(B)(6), explanted: 2012-(B)(6), product typ lead. (B)(4). Final analysis of lead model 3877-45, lot # unknown showed lead body conductor broken at silicone anchor site. All eight conductors are broken 19.3 cm from the distal end. Lead pinched, suspect anchor/suture site. All eight circuits were open. No shorts between circuits.

Event description:
It was reported that the patient experienced lack of stimulation, restoresensor implanted. Impedance measurement showed high impedances (> 10.000 ohms) on all 8 poles. After replacement against a new 3877-45 lead, impedances were in normal range and the patient received adequate stimulation again. The patient outcome was adequate scs (spinal cord stimulation) therapy restored, good pain relief.